Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of a leak from the silicone tubing of a transfer set. The root cause was a tubing pinhole. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.

Event description:
Baxter reported leakage from the silicone tubing of a transfer set. No injury or medical intervention was reported.